Event description:
Boston scientific received information that this patient, who was lost to follow up, was scheduled for a routine device change out procedure. The patient was presented in the ER with a heart rate of 30bpm. The device was found to have declared end of life (eol) and entered storage mode. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.